Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular lead exhibited noise, over sensing, high impedance and high thresholds. A lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).